Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. During the last device check approximately three months prior, a decrease in the battery's longevity of 5 years was observed. During the most recent device check, the battery longevity was showing 11 months remaining, with similar outputs and usage as previously observed. A copy of device memory was saved and submitted to technical services (ts) for further review. A ts consultant discussed that the power consumption has been increasing abnormally. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. During the last device check approximately three months prior, a decrease in the battery's longevity of 5 years was observed. During the most recent device check, the battery longevity was showing 11 months remaining, with similar outputs and usage as previously observed. A copy of device memory was saved and submitted to technical services (ts) for further review. A ts consultant discussed that the power consumption has been increasing abnormally. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was not kept for return.